Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): patient had telehealth visit on (B)(6) 2020 at which she reported her interstim not working well for her. She stated device is not letting her know that she has to urinate. Still wearing pads and leaking. Also stated she is getting up 2-3 times at night. Her son relates interstim needs more tweaking which he was not aware of since she had not communicated that to him. Overall device works well when she finds correct programs. Had another telehealth (B)(6) 2020; reports much improved after interstim adjustments. More time between voiding. Frequency and urgency drastically reduced. Almost no incontinence. Very happy with results no further complications were reported/anticipated at this time. : very happy. Urologic problems of frequency. Urgency drastically decreased after changing settings. Almost no incontinence. Very happy with results date of test: (B)(6) 2020 . Resolved without sequelae (B)(6) 2020 no further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their device is not working at all and they were not receiving therapy relief. The call center tried to assist the patient in using the external equipment to connect to the ins, but the patient accidentally disconnected the call when trying to put her phone on speaker phone. The call center tried calling the patient back, but received their voicemail so they left a message. Later on that day, patient called back saying they have been hurting at the incision site "like crazy". They also noted that they can barely walk and it hurts inside their body. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to discuss their symptoms. The patient also noted that stimulation was on so they increased from 1.3v to 1.5v. No further patient complications have been reported as a result of this event.